Manufacturer narrative:
This supplemental report is being submitted because upon completion of investigation and review of the complaint file, this complaint was determined to be not reportable as there was no product malfunction and the issue was caused by user error.

Manufacturer narrative:
This supplemental report is being submitted to update the conclusion code and provide additional manufacturer narrative. Engineering investigated the issue and during the investigation, it was found that the root cause of this catheter complaint was acoustic stack damage due to user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the catheter was already inserted into the patient to undergo an atrial fibrillation (afib) procedure. During equipment testing, the user noted that there was no image being displayed on the ultrasound system. The user replaced the cables but without resolution. The catheter was removed and a replacement catheter was reinserted into the patient to continue and complete the procedure. There was no delay in completing the procedure. There was no patient adverse event reported. No additional information was provided.